Event description:
Customer reported during a chemo infusion, rn noticed there was air in the primary line. She flicked the bubbles out of the line at the texium cap located on the primary tubing. The texium cap popped off resulting in a chemo spill which went onto the nurses hands. Chemo spill was also on the tubing and floor which required clean up. The nurse called the employee help line and washed her hands immediately for 15 minutes as instructed by the health line. There was no report of pt harm or medical intervention required. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The device has been received but the eval has not yet begun. A f/u report will be submitted once the failure investigation has been completed.